Manufacturer narrative:
Final analysis of the catheter revealed an indent in the seal and an occlusion.

Event description:
It was reported that a volume discrepancy occurred. The expected reservoir volume (erv) was 18.8ml and the actual reservoir volume was (arv) was 20. A dye study was done and the sutureless connector was found to be occluded. The patient experienced a loss of drug efficacy in her abdomen. The sutureless connector was replaced on (B)(6) 2013. On the day of the revision, the patient status was reported to be ¿alive-no injury¿. The device system was used to deliver prialt 25mcg/ml at 1.2mcg/day.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).